Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of moderate calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when lifting the lever of the proglide device, the plunger jumped out of the body of the device for about 1cm. The needles were pulled out and there was no suture present at the anterior needle. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported "plunger jumped out of the body of the device" could not be replicated in a testing environment as it was based on operational circumstances. The reported "there was no suture present" was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In this case, the returned device condition observations indicate the plunger was pulled prior to deploying the needles. This most likely contributed to ¿plunger jumped out of the body of the device¿; thus, resulting the needle to cuff miss. It should be noted that the electronic proglide suture mediated closure (smc) instructions for use states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. The reported event appears to be related to the plunger removed prior to depressing to deploy the needles. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.